Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had changed out the infusion set and cartridge and then experienced an occlusion alarm, six hours later. The customer's blood glucose (bg) level was 400 mg/dl. The customer changed the infusion set and took a correction bolus. During a system check with tandem technical support, the cartridge was noted to be a possible cause for the occlusion.